Event description:
It was reported that a leak and an error message occurred. An angiojet solent omni catheter was selected for use for a deep venous thrombectomy procedure in the lower extremity. During priming, the device was ran for 12 seconds when a "check saline supply" error message was displayed. The physician attempted to reset the system and prime the catheter again, however, the error message still occurred. A leak was then observed to be coming from the pump assembly. Another angiojet catheter was then used to complete the procedure. There were no patient complications reported and the patient's status post procedure was stable. However, device analysis found the hypotube was broken. Device evaluated by MFR: the pump assembly, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. The waste bag was cut-off when received and not returned for analysis. There were numerous kinks throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet ultra console. The complaint device failed to into prime and the 'check saline supply' error was displayed on the console. The shaft was cut at a severe kink to check the hypotube and it was found that the hypotube was broken 28.5cm proximal of the tip. Inspection of the device presented no other damage or irregularities.